Event description:
This 88 year old man with obstructive sleep apnea and treatment-emergent central (complex) sleep apnea was treated with an adaptive servo-ventilation (asv) device. The device detected frequent vibratory snores and responded with inappropriate pressures. This occurred on multiple nights. Erroneous detection of "vibratory snores" and resultant inappropriate increase in machine pressure is a known defect in respironics devices. Higher pressures risk exacerbating the central apneas that are part of this patient's diagnosis.